Event description:
It was reported to boston scientific corporation that a sensation large oval medium snare was used in the sigmoid colon during a colonoscopy procedure performed on (B)(6) 2014. According to the complainant, during the procedure, the physician was trying to remove a broad based polyp. The cautery was activated and the loop was retracted. The snare loop then became embedded in the patients tissue and was unable to cut through the poly or be removed. They suspected that the cautery was not working. Another sensation snare was used to remove the pieces of the polyp until the embedded snare loop could be freed. No patient complications were reported as a result of this even. At the end of the procedure the patient condition was reported to be stable however, as a precaution the patient was admitted to the hospital for overnight observation where no complications were reported to have occurred. The patient was released the next day.

Manufacturer narrative:
(B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed. A search of the complaint database revealed that no other complaints exist for the specified lot. The device history record review found the device met all manufacturing specifications.